Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source¿s lamp could not light up. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was due to failure of the lamp socket. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.